Manufacturer narrative:
Date sent to the FDA: 1/7/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 12/16/2020. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent recurrent hernia repair surgery on (B)(6) 2017 and mesh was implanted during which the surgeon noted the mesh material had pulled off from the previous fascial repair within the abdominal cavity on the superior aspect of the wound. It was reported that the patient experienced severe pain, inflammation and discomfort. The patient had a previous mesh implanted on (B)(6) 2016 which is captured in separate file. No additional information was provided.